Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported the system would not come up (no boot). Fse evaluated the system and determined the cause of the problem was a bad (defective) hard drive. Fse replaced the hard drive, reloaded software, then tested the system to confirm the problem was resolved. Actions taken by the fse to evaluate and resolve this complaint were appropriate. The (B)(4) product was last manufactured in 2006. Based on the age of the system, this type of failure would not be unexpected and is reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction of the system.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.